Event description:
A consumer reported seeing halos and glare following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the patient was very light sensitive prior to the iol implant surgery and that the patient's symptoms have not resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/10/2009 and 04/15/2009 by phone, fax and mail. A completed questionnaire was received on 04/20/2009. This report was mailed to FDA on: 05/08/2009.